Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the needles don't have a snug fit on the syringes. The doctor went to inject, and the fluid splashed him in the eyes. The customer stated it is not just the needle reported but other sizes as well however no other information was provided or able to be obtained.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.